Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that there was no apparent physical damage to the pump. After check size calibration, loading syringe and check syringe plunger sensor testing, the size was in specification and functioning correctly; however, syringe plunger sensor was not functioning correctly. The root cause of the reported issue was found to be the plunger printed circuit board is not operating as intended. Replaced plunger printed circuit board. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the device is not recognizing syringe. No patient injury was reported.